Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a dim and discolored display. This report is made based on results of the investigation performed on (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the battery compartment was cracked. Corrosion was evident within the battery compartment and on the battery cap. Evaluation found the display screen dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.